Event description:
During the atrial fibrillation procedure, the patient developed a pericardial effusion after the transseptal puncture. The patient was taken to the intensive care, a pericardiocentesis was performed and the patient is hemodynamically stable now.

Manufacturer narrative:
Per the reporting person, it was confirmed that the device was misreported. There was no abbott needle used during the procedure, making the brk needle a non-reportable device for this event.

Event description:
Per the reporting person, it was confirmed that the device was misreported. There was no abbott needle used during the procedure, making the brk needle a non-reportable device for this event.